Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure performed on (B)(6) 2012. According to the complainant, the needle would not extend again once retracted the first time; it became stuck in the sheath and broke off. The needle remained stuck inside of the sheath. No damaged had been noted to the device packaging. The procedure was able to be completed with another interject injection therapy needle device. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4) for the reported event of needle being broken. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the needle was present and attached. When the inner hub was actuated, the needle would extend and retract without issue, even when held straight and when held in two 2 inch loops. There were no components separated or torn apart. The outer sheath was found to be kinked in several locations; likely due to operational aspects of the procedure. The complainant confirmed that the returned device was the device reported to be defective. However, based upon the evaluation conducted, the report of the needle not extending, the needle becoming stuck in the sheath and breaking off, could not be confirmed; therefore, a definitive root cause could not be determined. Additionally, as the needle was attached and not broken off, this event is no longer considered a MDR- reportable event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure performed on (B)(6) 2012. According to the complainant, the needle would not extend again once retracted the first time; it became stuck in the sheath and broke off. The needle remained stuck inside of the sheath. No damaged had been noted to the device packaging. The procedure was able to be completed with another interject injection therapy needle device. No patient complications were reported as a result of this event.